Event description:
As reported by the customer: sometime between (B)(6) 2015, the subject endoscope was cultured and tested positive for klebsiella pneumoniae.

Manufacturer narrative:
On 05/07/2015, reps from fujifilm medical systems endoscopy division visited the facility as a follow up. At this time pt status is unk and risk management is still investigating. It is believed three pts, which had multidrug resistant klebsiella, had previously been exposed to the endoscope in question. It is unk if the pts were infected by the endoscope. Three subsequent contact attempts on 05/19/2015, 05/22/2015 and 05/26/2015 were made to the facility's director of pt safety regarding condition of pts examined with the subject endoscope. As of 06/05/2015, no info has been provided by the facility. On 05/22/2015, the subject endoscope was received at fujifilm medical systems endoscopy division and placed in quarantine. The customer states that prior to shipment to fujifilm, the subject endoscope was high level disinfected and subsequently tested negative on two occasions. It was then eo gas sterilized prior to shipment to fujifilm.